Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of an unspecified set would not flow. The set was used with an infusion pump and it was further reported that with a multiple primary tubing assembly to keep the circuit closed, sometimes the pump is occluded for the second or third chemotherapy. This was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.